Event description:
It was reported that there were white floating particles in a large volume intermate. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection noted white particles approximately 0.25 to 0.35 square mm in size floating in the fluid of the bladder. The particles were subsequently identified to be acrylic material via ft-ir spectroscopy testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.